Event description:
It was reported that fiber breakage was noted after 152,426 joules and 15:44 minutes of use during a benign prostatic hyperplasia (bph) procedure. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. The patient was stable following the procedure; there was no patient injury reported during the event.

Manufacturer narrative:
Analysis of the returned device revealed that the fiber tip exhibits no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on the device analysis, the product complaint "fiber rupture" could not be confirmed. Therefore, the cause of the reported event cannot be confirmed. An evaluation conclusion code of ¿unable to confirm complaint¿ was assigned to this investigation. The manufacturer has reviewed all the available information and concluded that this event no longer meets the criteria of a reportable event.